Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and was hospitalized the same day. The cause of the peritonitis was unknown. The same day as the event onset, the patient started treatment with intraperitoneal injection reflin (1g once daily; duration not reported) and intraperitoneal injection fortum (1g once daily; duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.